Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach was further described as ¿the patient might have caught a cold and had a break in aseptic technique¿ (no further detail was provided). On unreported dates, the patient began the following treatments for the peritonitis: an unspecified anti-inflammation drug; cephalosporin; vancomycin; levocarnitine; (the doses, frequencies, and routes were not reported) and an unspecified drug, intraperitoneally (added to dianeal). Dianeal therapy was ongoing during the treatments. It was not reported if the patient was hospitalized for the event. At the time of this report, the peritonitis was not resolved, the patient was not recovered, and dianeal therapy was still ongoing. No additional information is available.